Event description:
It was reported by the customer that the core universal driver displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
The investigation is in progress. A follow-up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection the sockets were corroded.

Event description:
It was reported by the customer that the core universal driver displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.